Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The same malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arose. The customer acknowledged and understood the instructions.